Event description:
Covidien rec'd info stating that due to a malfunction of an 840 ventilator the pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) was unable to duplicate the customer reported complaint. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).